Event description:
On 28-jan-2026, a sales representative reported via phone that an ar-3750sp knee fibertak anchor for the internalbrace and an ar-3780sp knee fibertak button both pulled out of the bone and did not achieve fixation. Both devices were removed, and the procedure was successfully completed using a replacement ar-3750sp knee fibertak anchor and an ar-1593-p secondary fixation with peek swivelock anchor implant system. No surgical delay or additional anesthesia was required. This event occurred during a distal mcl procedure performed on (B)(6) 2026, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.